Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. The clips were not closing correctly. They did not disengage into the patient cavity. The clips did not hold tightly to the vessel and they detached. No known impact to patient. Intervention was required to prevent a permanent impairment of a function.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the photo depicts what appear to be clips not formed properly. The root cause of the observed condition could not be identified based on the photo; however, the manner in which this failure occurred could not be determined with the information available. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The problem was that the clip did not hug tightly. They did not disengage into the patient cavity. No surgical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.